Manufacturer narrative:
(B)(4): the customer reported noisy ECG waveforms. There was no report of negative pt impact. We were unable to determine whether this report was related to leads ECG or pads ECG. The device was evaluated by a philips field service engineer. The ac line filter setting was found to be at 60 hz. The filter setting was changed to 50 hz (appropriate to this region) and the parameter pca was reseated. The device passed all testing. We are unable to determine the cause of the reported issue as multiple parts were replaced/adjusted.

Event description:
The customer reported noisy ECG waveforms. There was no report of negative pt impact.